Event description:
It was reported that the patient's pocket site had opened up and the implantable pulse generator (ipg) was visible to the chest wall site. The patient underwent a procedure wherein the pocket site was opened, washed out and the ipg was placed back in the original position. The patient was doing well postoperatively and was placed on antibiotics.